Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had a break in aseptic technique which caused peritonitis, further described as the patient made a mistake. The patient was not hospitalized for peritonitis. On the same day as the peritonitis diagnosis, the patient began treatment with injection meropenem 1g/day (route not reported) and injection vancomycin 2g as a starting dose and 1g every 5th day intraperitoneally (ip) for peritonitis. Patient outcome was unknown. No additional information was available at the time of this report.